Manufacturer narrative:
(Previously reported as (B)(6) 2018). It was reported that the patient experienced sterile peritonitis. The report of sterile peritonitis was associated to the use of nutrineal (drug). As a result upon further review, baxter peritoneal dialysis disposable devices are no longer considered suspect product in this sterile peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event and on an unreported date, the patient began treatment with vancomycin and rocephin (doses, frequencies,routes and durations were not reported). Six days after being admitted to the hospital, the patient was recovered from the peritonitis and was discharged home. On an unreported date, physioneal and extraneal therapies were discontinued. It was not reported if nutrineal therapy was ongoing. No additional information is available.